Event description:
A distributor contacted zoll to report that a patient had a skin irritation under the electrode belt. On (B)(6) 2015 the patient reported a skin irritation under the rear therapy electrodes. He reported the area was itchy and broken open and bleeding a little from scratching. During a follow up on (B)(6) 2015, the patient reported that he spoke to his doctor and he was ending use of the lifevest. The medical outcome of the skin irritation is unknown.

Manufacturer narrative:
The patient's lifevest was not returned for evaluation. There is no indication of any device malfunction. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.